Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) ¿ head. Visual examination of the provided pictures identified the head is assembled with the liner and shell. The liner appears to be not fully seated and the head is impinged due to the liner. Unable to confirm the condition or orientation of the locking ring. No additional evaluation can be preformed on the provided images. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01709. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was report that while putting together the bipolar cup, liner and head, the implants would not go together properly. New implants had to be opened for the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.